Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarms noted. The pump was programmed with multiple bolus deliveries, and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No bolus anomaly was noted. No display anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working after a bolus attempt. Customer also indicated that there is a blank display. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.